Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm, with no reported allegation of a device malfunction, along with damage (physical or cosmetic) to the insulin pump in the backside region. The customer reported a blood glucose value of 500 mg/dl. The customer reported hyperglycemia and heart attack, treated with a manual injection/insulin pen, and hospitalization: overnight stay. The customer reported the following leading up to the event: heart attack and high bg document treatment for high bg: hospitalization and manual injection. The event involved product(s) mmt-332a, unomedical, and mmt-1880. The customer was using the insulin pump system within 48 hours of the reported event. The customer was not using the auto mode/smart guard feature at the time of the event. The customer reported physical damage (a crack or scratch) on the pump not related to the retainer ring. The customer reported high blood glucose. The customer declined to continue with troubleshooting. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for unomedical. Mmt-1880 was requested, and the customer response was that the device would be returned.

Event description:
It was reported to medtronic minimed that the customer experienced harm, along with damage (physical or cosmetic) to the insulin pump in the backside region. The customer reported a blood glucose value of 500 mg/dl. The customer reported hyperglycemia and heart attack, treated with a manual injection/insulin pen, and hospitalization: overnight stay. The customer reported the following leading up to the event: heart attack and high bg document treatment for high bg: hospitalization and manual injection. The event involved product(s) mmt-332a, unomedical, and mmt-1880. The customer was using the insulin pump system within 48 hours of the reported event. The customer was not using the auto mode/smart guard feature at the time of the event. The customer reported physical damage (a crack or scratch) on the pump not related to the retainer ring. The customer reported high blood glucose. The customer declined to continue with troubleshooting. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for unomedical. Mmt-1880 was requested, and the customer response was that the device would be returned.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0872 inches. The pump was received with cracked battery tube threads, cracked case at the battery tube side, and cracked case at corner of the belt clip rail. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, peeling/faded/stained serial number label, pillowing keypad overlay, and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the boluses listed on the event date 14-jun-2024 in the pump history file. On (B)(6) 2024 18:52:24.000, normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 37000 (3.7 u). Bolus amount delivered: 37000 (3.7 u). Please see below for the daily total of all insulin delivered on the event date 14-jun-2024 in the pump history file. On (B)(6) 2024 00:00:00.000, daily totals g670 (63). Daily total collection start time: on (B)(6) 2024 00:00:00.000. Daily total of all insulin delivered: 323000 (32.3 u). Daily total of basal insulin delivered: 286000 (28.6 u). Daily total of bolus insulin delivered: 37000 (3.7 u). There was no auto suspend (12) alarm noted in the pump history file. There was no user suspended (2) alarm noted on the event date 14-jun-2024 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 14-jun-2024 in the pump history file. On (B)(6) 2024 12:22:00.000, alarm alert notification (40). Fault number: low battery alert (104). On (B)(6) 2024 13:22:55.000, battery removed (55). On (B)(6) 2024 13:22:55.000, alarm alert notification (40). Fault number: battery removed (84). On (B)(6) 2024 13:23:14.000, battery inserted (44). Earliest power data available per the power management tool/detail trace file is on (B)(6) 2024 6:46:00 am. There was no power data available for the date on (B)(6) 2024. Unable to check power data for low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Low battery alert (104) - unknown. The pump passed the functional testing. Unable to confirm alleged high bgs. Cosmetic damage was confirmed at the back of the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.